Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain continuous positive airway pressure (CPAP), bi level positive airway pressure (bipap), and mechanical ventilator devices. The patient alleges respiratory irritation, a persistent cough and persistent sinus infection. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. No other information has been received however if additional information is received a supplemental/follow up will be sent.